Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed active exhalation control module solenoid test verification during the OEM scheduled device correction. The technician recommended replacing the trilogy 3-way solenoid and proportional valve (aecm) to address the issue. Repairs are advised for the fse onsite to complete and fco. A supplement report will be filed if new information becomes available.